Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described the patient making a mistake. The patient began treatment with injection (inj) of vancomycin (1 gram stat on every 5th day and intravenous) and inj. Piperacillin and tazo (4.5 grams, twice a day for 14 days, and intravenous) for peritonitis. The patient was hospitalized and recovering from the peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.